Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "when using variax dr with aiming block, the surgeon experienced that the narrow block could not fit/stick to the plate. The aiming blocks does manage to sit tight but only the narrow are not able to. Also one of the fixation pins are broken." The procedure was delayed by a few minutes, they chose to use the drill guide instead. No debris was left in patient¿s body.

Event description:
As reported: "when using variax dr with aiming block, the surgeon experienced that the narrow block could not fit/stick to the plate. The aiming blocks does manage to sit tight but only the narrow are not able to. Also one of the fixation pins are broken." Additional information received: the procedure was delayed by a few minutes,- they chose to use the drill guide instead. No debris was left in patient¿s body.

Manufacturer narrative:
The reported event could be confirmed, since the guide pin is not in position anymore. The device inspection revealed the following: the visual inspection has shown that the guide pin of the fixation pin is missing as the welding seam is broken, the pin was not returned for evaluation. The microscopic evaluation has shown that the welding seam was carried out cleanly and evenly around the pin, there is no indication of any manufacturing related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Nevertheless it can be mentioned that the design of this in the year 2012 manufactured device has been improved in the meantime to avoid such an occurrence in the future. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by a mechanical overload during the use of the device, this overload did lead to a breakage of the welding seam of the pin. In this relation following statement of the operative technique can be pointed out: "[attention: fixation pin should not be overly tightened as this may damage the threads on the pin. Only moderate effort is needed. (Finger tighten only). Once the block is mounted to the plate, verify the alignment by passing a k-wire through the k-wire holes. This should be done prior to mounting the plate to the bone.] If more information is provided, the case will be reassessed.